Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer requested support for a maintenance code 4 alarm and indicated that this was the same balloon referenced during a prior call. Despite the alarm, the pump continued to operate without any additional warnings. Esp personnel adviced to get another pump due to maintenance code, and also walked the customer through changing over to a second pump. The customer reported that the second pump required a new helium tank. Once the helium arrived at the bedside, esp personnel provided step-by-step guidance for replacing the helium and completing the setup of the second pump. A getinge field service engineer (fse) duplicated the error, and only code 4 was in the logs. The fse replaced the compressor thermistor. The unit passed all functional and safety test in accordance with the manufacturer's specifications. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part number 0263-00-0003 switch thermal serial number n/a with a reported unit failure of code 4 in error logs. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0263-00-0003 switch thermal serial number n/a into the cs300 test fixture serial number (B)(6) and tested the thermal switch to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Heated up the the thermal switch to produce an over temperature condition. The fat was able to produce an over temperature condition indicating the thermal switch was operating correctly. The thermal switch passed testing. Probable cause of the error code 4 in the fault logs was excessive dust from the compressor or air flow was obstructed in some way. Retaining the thermal switch in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Event description:
It was reported by the customer that during use cs300 intra-aortic balloon pump (iabp) had experience maintenance code 4 alarm. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 initial reporter full name: (B)(6).